Manufacturer narrative:
Date of event was reported as (B)(6) 2017. See manufacturer¿s report # 3004209178-2017-26214 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient¿s ins had died and was supposed to last the expected 5-7 years with normal use. The patient stated that they were hospitalized for ¿what happened was they put the first implant in and it had so much use out of the battery that they had to go back in a replace the battery with a rechargeable implant¿. It was noted that their physician told the patient the ¿needed a implant battery put in so now he has his current one¿. There were no further complications reported or anticipated.